Manufacturer narrative:
Medical images and a photo of the device were provided and are pending evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation is currently underway.

Event description:
It was reported that seven days post port placement via the right subclavian vein, the catheter allegedly fractured at the port stem and leakage occurred. It was further reported the port body and distal catheter segment were removed. After the leakage occurred, the patient was infected and is currently being treated.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: although the sample was not returned for evaluation, four electronic photo and three x-ray images were provided for review. The image review noted that the reservoir/catheter tubing angle is acute/sharp and could be a point where the tubing could pinch. Due to the image quality, a broken catheter could no be definitively confirmed. However, the photo review shows a broken catheter. The broken section of the catheter appears to be approximately half the length of the cath-lock. The break surface appears to be jagged and uneven. Clear detailing is noted on the catheter and the break is noted at the 20cm depth mark. No other anomalies were noted. Therefore, the investigation is confirmed for a catheter break at the stem. Per the evaluation results, the proximal end of the small catheter segment, (port attachment end), exhibited a slanted cut and not circumferentially aligned consistent with a possible improper connection issue. While a definitive root cause could not be determined based upon available information, it is possible that procedural issues during attachment to the port stem contributed to the reported event. It is unknown if patient factors contributed to the reported event. Labeling review:a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that seven days post port placement via the right subclavian vein, the catheter allegedly fractured at the port stem and leakage occurred. It was further reported the port body and distal catheter segment were removed. After the leakage occurred, the patient allegedly became infected and is currently being treated.